Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Test sc1-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case, overlay missing, missing display window/cover, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, broken battery tube threads, end cap address label missing, corroded battery tube, and battery cap contact missing. Cosmetic damage was confirmed at the back of the pump. Battery cap contact missing was found during visual inspection. Moisture damage was noted found on the battery tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kl was requested and the device was returned for analysis.